Manufacturer narrative:
Response to FDA notice to user facility report mw5069342. We are not able to relate a devise to the reported incident (sn of the involved device was not provided). We asked customer for additional information about the involved device but did not receive any information.

Event description:
Pmi inc received FDA notice to user facility report mw5069342. Customer stated an incident happened at (B)(6) 2016. "During spinal surgery and upon returning the patient to prone position, the doro head clamp displaced causing laceration near the pin site. The pin sites were stapled closed. " we never received any information to these incident before 05/08/2017. We asked customer for sn of the involved device but did not receive additional information.